Event description:
It was reported that a pairing issue occurred.performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the transmitter and app were unable to establish a connection. The probable cause of the signal loss was determined to be the patient closed the mobile app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed, and a pairing failure was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. However, a signal loss over one hour was found in connection to the reported allegation. The reported event of a pairing failure is reportable, based on the finding of a signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).